Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The reported event of a leaflet tear could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, it was determined a patient, who currently has a trifecta gt valve, implanted (B)(6) 2016, would require a valve in valve procedure due to a possible leaflet tear (severe intra prosthetic leak).